Manufacturer narrative:
(B)(6) 2010 a response from the manufacturer is pending. Device remains implanted

Event description:
The patient came in for a rountine follow-up and complained of near syncope. While reviewing the 24 hour heart rate curve, rates were found at 20 bpm for 8.5 minutes at the time the patient complained of syncope. The programmer files were sent for review. The device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer were reviewed. No anomaly was identified in the device operations. Specifications of avbii criterion in safer pacing mode might not be adapted to this patient physiology but a decrease in the rhythm would be limited by reprogramming the pause criterion to a smaller value. Recurrence of noise episodes in the atrium should be monitored during the next follow-up.

Event description:
The patient came in for a rountine follow-up and complained of near syncope. While reviewing the 24 hour heart rate curve, rates were found at 20 bpm for 8.5 minutes at the time the patient complained of syncope. The programmer files were sent for review. The device remains implanted.